Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: (B)(4). It was reported the patient experienced weakness in her left leg following the trial procedure on (B)(6) 2015. As a result, the trial leads were removed on (B)(6) 2015. An MRI was taken and showed the patient had scar tissues. The patient was given steroids. Follow-up revealed the weakness had resolved over time.